Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. The delivery catheter system (dcs) was unable to advance through the right external iliac artery. Subsequently, a perforation at the access site was observed due to possible nosecone to capsule transition. The system was withdrawn from the patient. A stent was placed to treat the perforation and 6 units of red blood cells were transfused. It was noted that the minimum diameter of the access vessel was 6.2 millimeter's (mm), and the perforation occurred during advancement of the dcs. Per the physician, the cause of the perforation was due to the non-medtronic (gore dry seal) sheath or the dcs. Additionally, a procedural delay of 3 hours occurred. The patient had a tortuous calcified anatomy that contributed to the advancement difficulty and subsequent perforation. The patient was reported as recovering. 4 days following the implant of the valve, the patient underwent an emergency bowel surgery due to an underlying bowel issue and subsequently died during the recovery. The cause of death was not provided.

Manufacturer narrative:
Continuation of d10: product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {evolutfx}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.